Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) no.: k130520. Appearance confirmation of the actual device upon receipt (visual inspection) - no anomaly such as damage was found. The actual device was filled with glutaraldehyde-containing saline solution and fixed, the housing and filter were removed, and visual inspection of the gas transfer part was performed. No anomaly was found in the condition of fiber winding. The fiber layer was removed gradually, and visual inspection of the gas transfer part was performed. It was found that blood clots were formed. No anomaly was found in the condition of fiber winding. The outer cylinder was removed from the heat exchanger, and visual and magnifying inspections of the heat exchanger were performed. Blood clot was not formed in the heat exchanger. Electron microscopic inspection of the fiber was performed. Adhesion of blood cell components such as white blood cells, platelets, and red blood cells, and formation of a fibrin net were observed. The manufacturing record and the shipping inspection record of the actual device no anomaly was found. Past complaint file of the involved product code and lot number no other similar report was found. Based on the investigation results, blood clot was formed in the fibers and filters of the oxygenator of the actual device. As the cause of the increasing pressure at the blood inlet of oxygenator during circulation, it was considered possible that blood clots had been formed in fibers or filter of the oxygenator due to some factor. However, it was not possible to clarify the cause of the blood clot formation from the state of the actual device. Relevant IFU reference: do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following information: approximately 1hour after pump-on, the pressure at the blood inlet of oxygenator increased up to 430. When it reached 480, the oxygenator was replaced since the oxygenator was replaced, the case was determined to be a serious injury. The procedure outcome was not reported. The final impact on the patient is unknown.